Event description:
It was reported that successful without difficulties complete recanalization of the m2 branch of the left middle cerebral artery (mca) using the subject retrieval device was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, embolization to new middle branch of the left mca trifurcation occurred. There were unsuccessful attempts to remove the clot from the middle branch of the left mca trifurcation using different mechanical retrieval and thromboaspiration devices. Eventually the decision was made to stop the procedure given the duration of occlusion and that continuing was post more risk than benefits. The site has not reported deterioration in the neurologic condition. The reported event is related to the trevo use and to the procedure.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
It was reported that successful without difficulties complete recanalization of the m2 branch of the left middle cerebral artery (mca) using the subject retrieval device was achieved with a thrombolysis in cerebral infarction (tici) score of 3. However, embolization to new middle branch of the left mca trifurcation occurred. There were unsuccessful attempts to remove the clot from the middle branch of the left mca trifurcation using different mechanical retrieval and thromboaspiration devices. Eventually the decision was made to stop the procedure given the duration of occlusion and that continuing was post more risk than benefits. The site has not reported deterioration in the neurologic condition. The reported event is related to the trevo use and to the procedure.